Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/06/2017 with the following findings: a review of the black box showed a call service 177 warning. The pump powered up to the verify screen. The pump alarmed with a call service 128 upon confirming the verify screen due to moisture corrosion. The short battery life complaint was duplicated. The battery compartment was cracked from the threads to the case seal on the side. The battery cap was not returned. A test battery cap was used. Evidence of moisture was found in the battery canister. The pump cover was removed to find no further moisture ingress.